Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: 'on (B)(6) 2012 the patient underwent a bilateral explantation of ruptured silicone implants, a left breast capsulotomy and a right breast total capsulotomy. During the procedure the doctor noted in the operative report an interoperative complication did occur. There was a small burn to left breast with the cord of the fiber optic retractor. This was dressed with silvadene'. The patient was advised by the physician that "the cord malfunctioned while I was cauterizing. It wa lying on your chest". "An incorrectly sized cable caused the device to become extremely hot which resulted in a severe burn and subsequent scarring to the patient's left breast."